Manufacturer narrative:
Device history record is under review. Information from this incident will be included in our product complaint and MDR trend analysis.

Event description:
The consumer stated that her tampon came apart upon removal and tampon pieces remained inside of her. She stated that she removed her tampon and felt that her iud was coming out. She visited her doctor and he found an extra piece of tampon remaining in her vagina. She removed it and prescribed metronidazole vaginal gel .75% as a precaution.